Manufacturer narrative:
No patient was involved with the reported incident, so no patient demographics are applicable. The imaging system was inspected on-site by a medtronic representative and found the issue to be isolated to the power conversion enclosure. The part was returned and analyzed. Upon investigation, it was discovered that the regenerative electrical energy from driving down the steep slope could not be adequately absorbed by the power conversion box. This caused overload of power resistor r97, resulting in the symptoms observed. The protective mechanisms in the design operated as intended, containing the failing component. The electrical failure mode was confirmed through evaluation of the returned part and the issue was resolved by part replacement. The system was inspected and tested, confirmed that full system functionality was restored with the new part. The system was returned to the customer.

Event description:
A medtronic representative reported that, while uncrating a new imaging system and wheeling it down a ramp, sparks and arcing could be seen near the right drive wheel. After this was seen, all motion functions were unusable. This was during a system install and no patient was present.